Event description:
It was reported to adac that a collimator on detector 2 fell onto the floor during a qa cobolt flood procedure. This occurred approx 15 mins after the collimators were exchanged. No injuries were reported as a result of this event.